Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient had an articulating knee spacer in for about two years. Patient had very sclerotic bone in both the proximal tibia and distal femur. It was stated that when they reamed the distal femur with the tapered conical reamer (using the previously stripped hudson adapter), it stripped the threaded rod. The tapered reamer got stuck in the femur and we had to try a second threaded rod to remove the tapered reamer.

Manufacturer narrative:
Examination of the submitted devices confirmed the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.